Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the device had a broken connector. The upper case was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of an external pulse generator (epg) was broken. The device was returned for analysis. No patient complications have been reported as a result of this event.